Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 301031 batch#: 3163883. It was reported by the customer that unk liquid in the barrel . Verbatim: rcc received a complaint via email. Email(s) attached. Alcon received the below complaints that I am notifying you of. At this time no further action is being requested. Please see attached picture. At this time the product has not been returned to alcon. Please acknowledge receipt of this complaint qs pr ID qs short desc component part num material/component lot (B)(4) unk liquid in the barrel 301031 3023920. (B)(4) unk liquid in the barrel 301031 3163883.

Manufacturer narrative:
(B)(4) follow up. It was reported there is an unknown liquid in the barrel. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe barrel with what appears to be droplets of lubricant. The lubricant is applied to the inner wall of the syringe barrel and syringe rubber stopper. No other information could be obtained from the photo. A device history record review was completed for provided material number 301031, lot 3163883. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received. Materials#: 301031, batch#: 3163883. It was reported by the customer that unk liquid in the barrel . Verbatim: rcc received a complaint via email. Email(s) attached. Alcon received the below complaints that I am notifying you of. At this time no further action is being requested. Please see attached picture. At this time the product has not been returned to alcon. Please acknowledge receipt of this complaint. Qs pr ID: (B)(6), qs short desc: unk liquid in the barrel, component part num: 301031, material/component lot: 3023920. Qs pr ID: (B)(6), qs short desc: unk liquid in the barrel, component part num: 301031, material/component lot: 3163883.